Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were no alarms triggered during the case. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to patient condition. Tachycardia (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of bleeding was most likely due to high activated clotting time (act), it resolved due to reduction in act later. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella 5.5 on (B)(6) 2025, the medical doctor repositioned impella earlier today. Discussion of hemolysis and weaning impella today. Hemolysis suspected. Am labs hemolyzed, urine output decreased, color red. Therapy in progress per medical doctor. Impella repositioning with echocardiogram (echo). Hemolysis improved overnight with volume optimization. Lvedp 0 at p-8. Did not tolerate dobutamine challenge with tachycardia. Given likelihood of needing ongoing support for multiple days, and that metabolic demands will increase with wakefulness and potential ethanol symptoms, tentative plan for real-time oncology review for escalation to 5.5 today. The pump was explanted in operating room.